Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 172 mg/dl at the time of incident. Customer stated that the insulin pump down button does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of over 400 mg/dl possibly due to kinked infusion set tubing. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Arrow buttons did not respond due to unlock on lcd keypad connector. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly.